Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -17.0/1.5/003 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens opacity(cataract /asc)observed on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, no plans to implant a new lens.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - device problem code: 1494 - off-label use, acd<3.0mm, over 45 yrs of age at date of implant. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).